Event description:
It was reported that the vibrant soundbridge was explanted on (B)(6) 2014, due to the need of an MRI examination. The pt also experienced a resonance problem with the device that did not disappear with all the fitting adjustments. Nevertheless the pt benefitted overall from the device. No new device was implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.